Event description:
Complainant alleged that while defibrillating a (B)(6) year old, male pt with vital signs absent, an arc was seen from the electrode pads. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.